Event description:
It was reported that during pre-op, the indigo attachment was overheating. There was no patient involvement.

Manufacturer narrative:
H3: product analysis stated lock twist found jammed. Bearings were broken and corroded. Output drive shaft assembly was corroded and unable to perform the pre-repair temperature results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. The handpiece was not overheating and the attachment was overheating after 1 minute. Therefore, this event did not and does not meet the reporting criterion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the attachment overheating was noticed for more than 1 minute. The procedure was completed by using a competitive drill. The speed was 5000 rpm when the device was being run. The device was being run in the forward mode. The irrigation was used, and the flow rate was 10cc per minute. The handpiece was not overheating.